Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: subluxated prosthesis, presenting noise when under movement (squeak?). Occurrence history: on (B)(6) 2017 mmam patient, at the (B)(6) hospital, patient underwent left hip arthroplasty surgery, however on (B)(6) 2018 the surgeon dr. (B)(6), reports that patient returned to the surgery with the subluxated prosthesis , presenting noise when under movement (squeak?). However, the patient has poly metal prosthesis. When performing rx (attachment), surgeon evaluated that the polyethylene insert may be loose, reason why it is causing the noise. Initial conduct based on the scientific articles (annex), will be to carry out revision of arthroplasty to exchange the components, in case the acetabulum is well positioned will only perform the exchange of the insert and femoral head. Surgeon would like to know if there have been other similar cases reported. Our concern is to justify to all clients immediately, since the subject has already spread in the group of hip surgeons, who are also our clients. Pinnacle sector acet cup 50mm. Product code: 1217-22-050. Lot: 8393270. Pinn mar +4 10d 32idx50od. Product code: 121932150. Lot: c91787. Procedure: arthroplasty.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.